Manufacturer narrative:
(B)(4). Supplemental MDR - stopper jammed / insecure. Two photos were provided to our quality team for investigation. Both photos show one syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4117559. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll bns stopper was jammed / insecure. The following information was provided by the initial reporter: hi, the customer reports the broken stamper of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.